Event description:
This customer reported that they were unable to obtain pacing capture with the mrx defibrillator after switching from pacing with the hsxl defibrillator. The patient could not tolerate a ma setting of 80 ma. There was no report of negative patient impact.

Manufacturer narrative:
(B)(4): this customer reported that they were unable to obtain pacing capture with the mrx defibrillator after switching from pacing with the hsxl defibrillator. The patient could not tolerate a ma setting of 80 ma. There was no report of negative patient impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.